Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patients ipg was not functioning as intended and was replaced with an MRI compatible device.